Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was in pain from trying to charge the recharger but it would not charge, and the patient thought the desktop charger cord was the issue. The patient stated the desktop charger status light was illuminated. The patient thought the desktop charger connector pin was loose or broken. The patient reported pain as a result of being unable to charge. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.